Event description:
During further follow-up with the user facility it was noted that the event caused a 10 minute delay in replacing the device with a similar device. The patient was undergoing ultrasound screening and diagnosis for a suspected tumor. There was no reported patient harm due to the delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on further follow-up with the user facility (please see b5) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage level of the chip on the acoustic lens does not reach the glue layer. The reported defects found during evaluation are not sever enough to cause the reported event. Occurrence cause of the event of missing image and root cause could not be determined by the legal manufacture. It is likely that the delay in procedure was caused by replacement of the device. The following is included in the device IFU: "important information ¿ please read before use warnings and cautions [caution] do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic gastrovideoscope ultrasound image was missing. It was unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: water tightness was lost due to damage on switch 3, connecting tube had a scratch, acoustic lens was chipped, and displayed ultrasound image was defective due to a chip of acoustic lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.